Event description:
Healthcare professional indicated that the "pt had severe reflux, a hiatal hernia and needed to have the previous gastric band removed. Band was removed and gastric sleeve procedure was completed."

Manufacturer narrative:
Taper ii.